Event description:
A clinical engineer reported a patient experienced a corneal burn. The company sales representative reported the surgeon normally does not use viscoelastic but on this procedure viscoelastic was used, possibly in excess, limiting the working space. Five sutures were used to close the wound. Additional information has been requested but none has been received to date.

Manufacturer narrative:
The company representative examined the system, tested the customer's handpiece, and found no problems. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).